Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be conclusively specified. It is likely reprocessing steps were not properly performed at the user facility due to the discovered leak at the control section. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic system" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the air / water nozzle was clogged with a foreign material of an unknown origin. Additional findings include the following: the control unit scope cover had a leak, the light guide rod lens (3x) was cracked, the bending section cover glue was chipped, the metal braid on the bending tube had wires cut, the connecting tube had a scratch on the pocket-pouch, water contact / removal were not to standard value, the air flow was not to standard value, and the water flow was not to standard value. The following were not required, but repair was recommended: the charged-coupled device cover lens was chipped, the bending tube was shortened, the air / water cylinder paint was peeled off, the suction cylinder paint was peeled off, the universal cord had a scratch / wrinkle, and the angulation in the up / down / right / left knob and play had variable stiffness but function was confirmed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an error / stop in channel 6 and 7 in the dishwasher, it could still be washed well by hand as per the customer. The issue was found during reprocessing. There were no reports of patient harm.